Manufacturer narrative:
The customer sent us one sample in its original opened packaging that showed black spots in the filter lid. Reported problem was verified. The customer complains the presence of black spots on the filter. The spots found on the plastic device are a typical molding defect. We perform an in process control with a sampling plan that for its nature allows a percentage of this kind of spot. We highlight that this kind of spot is incorporated into the (B)(4), and for this reason not risky for the patient. We underline that we run annual sessions of good manufacturing process(gmp) training to sensitize all our personnel on this kind of problem. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device had visible black spot seen with filter. The customer reported that there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.